Event description:
It was reported to philips that the system gave an alert indicating the shutters were not available, preventing imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue got occurred during a planned/non-emergency coronary treatment which was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system gave an alert indicating the shutters were not available, preventing the imaging. The philips field service engineer (fse) visited onsite and upon functional testing, the fse analysed the logs and found that 24v missing to a number of components. The fse tried to resolve the issue by replacing the fan tray pdu, but issue persisted. Upon further analysis, the fse found red led on flat detector power supply unit (fdspsu). To resolve the issue, the fse replaced the fdcsib. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.